Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, selftest, rewind, occlusion test and force sensor test due to blank display. Unable to verify insulin flow block alarm due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 and corroded inside battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, serial number label fading, missing display window/cover, battery tube threads - cracked, cracked case (battery tube) and corroded inside battery tube. Blank display confirmed due to moisture damage on the electronic assembly. Damage- cracked battery tube threads confirmed. Delivery anomaly-no delivery/occlusion alarm unable to confirmed. Damage-moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and had a blank display. The customer reported the location of the damage was on the case of the battery tube side and the battery tube threads. The customer experienced pain and discomfort. The event involved product(s) mmt-1880, and mmt-242a. Troubleshooting was performed for the site issues. Troubleshooting was performed for the insulin flow blocked alarm, and it was a current event. Troubleshooting was performed for the cosmetic damage, blank display, and the serialized device will be replaced. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a.